Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Ocd representative contacted complaint hotline to report a (B)(6) reaction with a sample known to contain a passively acquired anti-d due to rhogam in the plasma against cell#1 and 2 to the (B)(6) selectogen lot# vs764 by the manual gel method. Ocd rep reports the same sample was initially tested on the ortho vision during validation and a 1+ reaction was issued by the system to both cell #1 and 2 and the reactions were confirmed by visual inspection of the gel card. The sample was then tested on the provue and the reported false negative reaction was noted to cell#1 and a ? To cell# 2 (refer to complaint # (B)(4) for the details of the (B)(6) reaction on provue). The sample was then tested on the provue again and a ? Was issued by the system to both cell#1 and 2 and confirmed to be a weak 1+ based on the visual inspection of the gel card. The same sample was then tested by the manual gel method and (B)(6) reactions were noted to cell#1 and 2 processed on the ortho workstation with a 15min incubation . No reported repeat testing by the manual gel method. All described testing performed in the mts anti-igg gel card. All described testing performed on (B)(6) 2014. Reviewed by the reported ocd rep on 09-16-2014 and reported via e-mail on 09-16-2014. Described testing is being performed in support of the vision method comparison validation testing for the (B)(6) selectogen. Ocd has confirmed that no incorrect or erroneous result shave been reported as a result of the reported concern. Listed ocd products all confirmed to have normal appearance and stored according to their IFU indications. Quality control confirmed to be satisfactory using the alba q against the listed (B)(6) selectogen. Concern appears to be an isolated event due to no discrepancies noted with the qc. Ocd rep provided hotline with a summary of the complaint and images off of the provue and vision to the original testing and repeat testing (refer to complaint (B)(4) for the details of the images provided). Reporting ocd rep satisfied with the documentation of the reported event and requires no additional follow up. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. The concern is isolated to the one test of the patient sample that cannot be duplicated. Concern appears to be sample related.